Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump. The patient reported that they were having the issue of when requesting a bolus. It took a long time (lags at 90%). The patient stated that this issue started couple months after they received their device. The agent reviewed the data and assisted the patient in deleting the data. The patient was able to connect to the pump with no lag at 90 percent. The patient will call back if they need further assistance. The patient added that the handset was not charging or holding a charge, but they bought a new cord, and they were able to charge it.

Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software product ID hh90t01 serial# (B)(6) product type mobile platform section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.